Manufacturer narrative:
The facility did not request service. The footswitch was returned and a visual assessment of the returned sample showed brown substance on the spring rollers and the tension knob. The footswitch was tested and upon startup, system message (encoder failure) was displayed, confirming the customer reported footswitch not responding. It was found that a component at location q1 on the footswitch printed circuit board (pcb) was nonconforming. The component was replaced and the footswitch was retested. The footswitch passed all testing. A review of complaints for the last 24 months did not indicate any add'l related reports for this footswitch or its associated system. The root cause of the reported footswitch not responding was attributed to a nonconforming component at location q1 on the footswitch printed circuit board (pcb). (B)(4).

Event description:
A customer reported that a footpedal did not respond during cataract surgery. An alternate footpedal was used to complete the surgery and there was no harm to the pt.